Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device had first row of the keypad buttons were not working as intended. The cause was identified to be a failed keypad. The keypad requires front case replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had first row of buttons of the keypad were not working as intended. No additional information is available.